Event description:
Reported by the complainant as follows... Patient experienced rectal bleeding. Taken for colonoscopy. A circumferential ulcer found in lower rectum - was not bleeding. Medwatch form was sent to convatec from initial reporter indicating that event required intervention to prevent permanent impairment/damage complainant: phyllis cassette reported to the FDA on september 18, 2007.